Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the left eye (os) at 1 day post op exam. A brief description from the surgery center indicated the striae was discovered at the one day post op exam and the uncorrected visual acuity (ucva) was 20/40. The patient¿s chief complaint was of blurred vision on the os. The flap was lifted and a bandage contact lens was placed to resolve the striae on the left eye. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/15 -1.00 x -.25 x 161, left eye pre-op 20/20 -.75 x -.25 x 0.